Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after having received two shocks. A remote monitoring transmission indicated that the device indicated the rhythm to be ventricular tachycardia but the rhythm was thought to be supra ventricular tachycardia. The shocks were thought to be inappropriate. The therapy was not able to be withheld as myopotential noise was observed on the electrogram. The patient was indicated to not be following medication regime at the time this occurred. The patient restarted medication regime as prescribed. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected 'date received by MFR' (initial aware date= (B)(6) 2020). If information is provided in the future, a supplemental report will be issued.